Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) went onsite and confirmed that system did not bootup properly and x-ray functionality was unavailable. Upon testing fse found there was no power on the video splitter box in the b cabinet and the pdu (power distribution unit) distribution box has no power to the splitter box (x35). The cause of power supply failure could not be conclusively determined by the supplier's part analysis. To resolve the issue fse moved the connection from x35 to x26 to get splitter power and replaced the single phase pdu (power distribution unit) in the b-cabinet. After replacement of pdu in the b-cabinet, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not bootup properly and x-ray functionality was unavailable. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.